Manufacturer narrative:
An event regarding foreign matter involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: while no part was returned a photograph of the devices was supplied. This showed fibres material attached to the coating of the stem. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. No adverse consequences to the patient were noted. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event was confirmed. It has been confirmed that this event is within the scope of CAPA opened on 31-march-17 for foreign material on accolade stem. The investigation determined that the fibers on the stem were a match for a cloth that is used in the transportation and storage of stems during the manufacturing process.

Event description:
It was reported that, during a bha, a surgeon found fibrous material (like a cotton) on the ha coating. He removed it and implanted on the patient.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a bha, a surgeon found fibrous material (like a cotton) on the ha coating. He removed it and implanted on the patient.